Event description:
Chemolock port was attached to piv and chemotherapy (cytoxan) was attached to the chemo lock port with already existing chemo lock in place from pharmacy. Chemolock would not stay in place on the chemo lock port - was easily removed even without depressing prongs on lock (chemo end). New chemolock port ref# cl2100t, lot# 5579609 was attached to piv without further issue. ICU medical recently met with our pharmacy team and proactively notified us that they found defective items in the quality assurance checks and they are completing an investigation. We emailed them today with our more recent event. Manufacturer response for chemo lock, (brand not provided) (per site reporter) ICU medical recently met with our pharmacy team and proactively notified us that they found defective items in the quality assurance checks and they are completing an investigation. We emailed them today with our more recent event.